Event description:
It was reported that the battery sensor board was not insulated. The concern is for a metal object to fall on the board, resulting in sparks. The battery and battery sensor board are encased in a metal enclosure. Flame-rated components are also utilized. No injury was reported.

Manufacturer narrative:
The event was found in ge manufacturing. Engineering investigation is ongoing.